Manufacturer narrative:
A request for the return of the device has been made. The facility reports that the pump has been sequestered. The facility has refused to return the pump because reportedly this issue is in litigation and the pump may never be released to baxter. An on-site visit was offered to the facility but the facility has declined a visit at this time. Should the pump be received for evaluation, a follow-up report will be filled upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a patient received an over infusion of milrinone was in a 100ml bag. The pump rate was set for 126ml/hour. The patient reportedly received 82.9ml in approximately 40 minutes. The patient expired shortly thereafter.